Event description:
It was reported that a cartridge alarm was triggered, leading to a high blood glucose reading, though specific values were unknown. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered a correction bolus using the pump and was subsequently provided a replacement pump by technical support. Instructions were given for returning the defective pump and setting up the replacement, and the customer acknowledged understanding and compliance.